Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient experienced pain at the pocket site and presented in the emergency room due to the pocket erosion. The device was explanted and replaced. The patient tolerated the procedure well. The patient received a new system on (B)(6) 2016.